Event description:
Smartsite extension set attached, pulled for blood return when attached to angiocath and it would not work, replaced with a new one and it worked fine. FDA safety report ID# (B)(4).